Event description:
Upper extremity thrombus occurred 5 days after PICC insertion. Nurse withdrew the line.

Manufacturer narrative:
Root cause is unable to be determined since the sample has not been received for evaluation. There was no similar complaint found over the past year and no discrepancy report related to this lot number found over the past year.